Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was new to the insulin pump and her blood glucose level was high. Customer changed out her infusion set and the pump said that it gave her 3 units, but she was not sure if she already received it or not. Customer reviewed her bolus history and she only received 1.2 units of the 3.0 unit bolus. Customer stated that the pump told her to check for an occlusion. Customer changed her infusion set and her blood glucose level was now 306 mg/dl. Customer took the suggested 2 units to bring her blood glucose level down. Customer was advised to monitor her blood glucose level. Customer did not have time to troubleshoot. No further action required.